Manufacturer narrative:
.

Event description:
A report was received that the ipg was rubbing the patient's kidney and was causing increased pain. A neurologist agreed with the assessment. It was also reported that the patient's ipg was not working. The patient will undergo an explant of the ipg.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the ipg was rubbing the patient's kidney and was causing increased pain. A neurologist agreed with the assessment. It was also reported that the patient's ipg was not working. The patient will undergo an explant of the ipg.

Manufacturer narrative:
Additional information was received that the patient was having a hard time charging but it was unknown if there was an actual ipg malfunction. It was also not confirmed whether the ipg has moved towards the kidney.

Event description:
A report was received that the ipg was rubbing the patient's kidney and was causing increased pain. A neurologist agreed with the assessment. It was also reported that the patient's ipg was not working. The patient will undergo an explant of the ipg.